Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during a therapeutic laser enucleation of the prostate, the fiber snapped next to the base of the laser resectoscope and caused a minor laser burn to the surgeon's finger. No treatment was provided to the surgeon's burn. The surgeon reported he 'did not care about the injury.' The intended procedure was successfully completed after checking the integrity of the laser fiber and trimming it back. The enucleation right pedal setting was at energy 1j frequency 60hz short pulse and left pedal energy 1j frequency 30 hz long pulse throughout the procedure and used along with continuous irrigation. This event includes 2 reports: (B)(6): tfl-fbx550s, (B)(6): tfl-pls. This report is 1 of 2 for (B)(6): tfl-fbx550s.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the device was not returned for inspection, it was noted that the fiber was checked for integrity and continued to be used. In the device instructions for use (IFU), it states the observed device must be undamaged during use. The event can be detected/prevented by following the IFU which state: "if the fiber tip is visibly damaged or requires excessive amounts of energy to affect coagulation or vaporization, discontinue use and replace with a new fiber for optimum results. Alternately, strip and cleave the fiber as outlined in fiber cleaving and stripping instructions.¿ olympus will continue to monitor the field performance of this device.